Event description:
On 17apr2026, the customer reported false reactive alinity I hiv ag/ab combo results generated on the alinity I processsing module. It was noted that the following error messages were generated: 3424 (sample) pipettor aspiration error. 3215 pressure monitoring error for (0) pipettor in (5). The following patient results for hiv were: sid (B)(6): initial hiv result = 3.78 s/co. Repeat results after centrifugation = 5.60 and 0.09 s/co. The customer stated they had several aspiration errors at the same time. The customer confirmed the sample using the hiv geenius test. No specific results were provided. The customer was expecting the patient to be nonreactive for hiv. There was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.